Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of multiple pulmonary emboli (pe) from lower extremity deep vein thrombosis (dvt) events. The patient was also known to have been non-compliant with prescribed anticoagulation therapy and had recently been hospitalized for a massive pe with respiratory sequelae. The filter was implanted via the right internal jugular vein and placed at the level of the l2 vertebra. The patient is reported to have tolerated the procedure well and without complications. More than sixteen years after the filter implantation, the patient became aware that the filter had fractured and migrated and was associated with blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced mental anguish, anxiety and worry associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and migration events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. . Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture, migration and occlusion. Information received per the medical records indicate that the patient has a history of multiple pulmonary emboli (pe) from lower extremity deep vein thrombosis (dvt). The patient had been on and off anticoagulation treatment and was known to be noncompliant at times. The patient had recently been hospitalized for a massive pe with respiratory sequelae. The filter was implanted via the patient's right internal jugular. The filter was placed with its superior aspect over the inferior aspect of the body of the l2 vertebra. It was deployed without difficulty. Two minutes were allowed to elapse and an x-ray was taken, there was no noted migration. The patient tolerated the procedure well and there were no complications. Information received per the patient profile form (ppf) states that the patient experienced filter fracture within the inferior vena cava (ivc), blood clots, clotting, occlusion of the inferior vena cava (ivc) and anxiety/worry. The patient became aware of the reported events approximately sixteen years and two months after the index procedure.